Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline cable exhibited driveline sheath damage. Servicing was recommended but not performed. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, possible root causes of the reported event may be attributed to multiple factors including but not limited to normal wear over time, improper handling, design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that field technical service engineer on site inspected the driveline (dl). Very close by to the old sheath repair a new circular break was visible. After removal of old sheath repair multiple circular breaks of the dl outer sheath were visible along a distance of about 15cm starting close at the strain relief. End of strain relief was slightly frailed out. Driveline outer sheath starts hardening and turns light yellowish. A driveline sheath repair was performed.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the vad (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection, as well as visual evidence provided by the site, revealed new damage to the outer sheath, strain relief damage, and discoloration of the outer sheath. Visual evidence provided by the site also revealed that the previous driveline sheath repair was worn out. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on historical review of similar events, the most likely root cause of the driveline sheath damage and the observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the observed strain relief damage may be attributed to factors such as normal wear over time or improper handling. The most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.